Event description:
It was reported that the guide wire was observed to have wrapped around a stent strut and when the physician was removing it, he pulled hard and the guide wire broke off. The broke piece was snared and removed without any pt injury.